Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The returned flexima biliary stent was analyzed, and a visual evaluation noted that the guide catheter and push catheter were kinked at the several sections. Additionally, the guide catheter was broken/detached and stretched. No other issues with the device were noted. The reported event was confirmed. As per complaint information, the condition was observed to have a severe tortuous anatomy. Based on the product analysis, manipulation of the device in advancing into the scope and the patient condition could lead to push catheter kinking, causing to have resistance while releasing the stent, also it could result in the guide catheter becoming broken, detached, and stretched. Therefore, the most probable root cause for this event is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, when the stent was attempted to be released, the stent was kinked and the guide catheter became detached/separated. Reportedly, the broken inner guide catheter remained within the push catheter, enabling the delivery system to be removed in one piece. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event.